Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak.

Event description:
Deflation.

Event description:
Alleged deflation.